Event description:
It was reported that the patient was implanted in (B)(6) 2023 and the battery was issued as a part of the normal implant process. During clinical visit on (B)(6) 2023 it was discovered that the battery connections were severely corroded. Two of the connections had actual holes in the metal connector points. There was no adverse event, alarm, or suspicious events with the battery according to the patient. The patient was instructed to visually check all other batteries, clips, and the battery charger once they returned home.

Manufacturer narrative:
Section a: patient information was not provided but will be requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damage to the 14v battery contacts was confirmed. The returned 14v li-ion battery, serial (B)(6), showed signs of damage on the j1, j2, j3, j4, j6, and j7 contacts. J1 and j2 contacts had extensive damage that led to holes in the contacts. The battery went through a charge/discharge cycle and placed in a universal battery charger (ubc) for further testing, and no atypical signals were observed. The battery was able to charge to full bars as intended. The 14v battery was hooked up to a mock loop, system controller, and returned battery clip. The battery was functionally tested and found to operate as intended during analysis; no alarms were produced. The damaged contacts did not affect functionality of the battery. A root cause for the reported event was not conclusively determined through this analysis. The 14v battery was inspected and accepted into the storage location on 08jun2023. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 3-¿powering the system¿ and heartmate 3 patient handbook section 3-¿powering the system¿ explain how to clean and maintain proper function of the batteries. The IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had been implanted on (B)(6) 2023.